Event description:
It was reported that the device alarmed "channel error" during use on a child. The pcu was connected to 4 pumps- 2 large volume pumps infusing intravenous fluids (ivf) through channels a and b and 2 syringe pumps infusing medications through channels c and d. At 21:05, the pcu alarmed "channel error", subsequently stopping infusions going through channels c and d. Channel c was not infusing at the time, and channel d was infusing epinephrine. Channels a and b were not affected. The epinephrine syringe was moved to an available syringe pump attached to another pcu. The syringe pumps involved in the error were removed from use. There were no adverse effects caused to the patient.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of a channel error was not confirmed during a review of the logs or during testing. A review of the device logs did not identify the channel error event being reported. Syringe module logs were over-written on this date. Test results consisting of a functional test and asm accuracy tests demonstrated the returned syringe modules operating as intended. Although evidence of iui contamination and damage isolation ribs was observed, an error event was not exhibited during iui testing. Device inspection: an external and internal inspection of the two source devices were performed, observed with the following results: syringe module s/n (B)(6) : the top left front area of the front case was cracked. The male iui connector pins were observed with damaged isolation ribs. Both iui connector contact pins were observed with unidentified film contaminants. The bottom boss of the rear case was broken. There were no other obvious issues or anomalies identified with the devices during the inspection. Root cause analysis: the root cause of the customer¿s experience with a channel error was not determined during the investigation. Returned syringe modules showed in specification and operating as intended. Device history review: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 14jun2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 08dec2020 and indicated that this device has been returned to service. On 04aug2015, the unit was returned for split nut recall and completed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Concomitant medical products: syr tube;(2)syringes. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was a child.

Event description:
It was reported that the device alarmed "channel error" during use on a child. The pcu was connected to 4 pumps- 2 large volume pumps infusing intravenous fluids (ivf) through channels a and b and 2 syringe pumps infusing medications through channels c and d. At 21:05, the pcu alarmed "channel error", subsequently stopping infusions going through channels c and d. Channel c was not infusing at the time, and channel d was infusing epinephrine. Channels a and b were not affected. The epinephrine syringe was moved to an available syringe pump attached to another pcu. The syringe pumps involved in the error were removed from use. There were no adverse effects caused to the patient.